Event description:
Unable to empty foley d/t drainage port being adhered to foley bag. Entire foley catheter exchanged. Defective foley catheter was placed in [redacted] ed. Numbers on catheter are as follows: 119216m, nglq0382. This was a temp probe foley catheter.